Event description:
It was reported that the cot was positioned at the second lowest level when the paramedic began lifting the foot end of the cot, the head end dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged cot drop event could not be confirmed. No additional details regarding the event or the service that was provided on this device were available. The issue was resolved for the customer by the customer's third party service provider as the customer reported that the device had already been evaluated and returned to service.

Event description:
It was reported that the cot was positioned at the second lowest level when the paramedic began lifting the foot end of the cot, the head end dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.